Manufacturer narrative:
A review of the device history records has been requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: DHR review for part # 391.919, supplier lot # p218228 release to warehouse date: 30-jul-2015; expiration date: na. Supplier: (B)(4) surgical; no ncr s were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Customer quality (cq) engineering investigation:the returned impactor (part#391.919) is a reusable instrument in the trochanteric reattachment device (trd) system and is used to aid in re-attachment of the greater trochanter following osteotomy in total hip arthroplasty or fracture. This complaint for a broken device was not able to be confirmed at cq. The proximal plastic knob/end that threads into the device is missing from the returned impactor, however there is no physical evidence that the plastic end broke (i.e. Broken pieces not returned and no residue from the broken plastic end remains in remainder of device). No product design issues or discrepancies were observed. The plastic end that was reported broken was not returned to cq, therefore a definitive root cause for this complaint could not be determined. However, per technique, a hammer is used to strike the plastic proximal end to impact the trochanteric reattachment device (trd) onto the greater trochanter. Therefore, it is possible that this complaint condition was caused by hammer blows ultimately breaking the plastic end. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. It is unknown if the subject device will to be returned to the synthes manufacturer site for evaluation. At this time device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in canada as follows: it was reported that: the white teflon tip broke apart. This happened intraoperative, there was no surgical delay, no additional medical intervention required. The broken piece was discarded. The procedure was successfully completed. No further information provided. This complaint is for one device this report is 1 of 1 for com-(B)(4).